Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy pacemaker (crt-p) developed a large hematoma from the previous surgery. Additional information received indicates that the hematoma was related to patient anatomy. This crt-p was explanted. No additional adverse patient effects were reported.